Manufacturer narrative:
The field service engineer (fse) was dispatched and found the drain valve opened. The fse closed the drain valve. The fse primed the instrument and ran controls. The fse verified instrument operation. The most probable cause of the reported event was drain valve was partialy open. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016, the customer reported low pressure, low total area, no peaks with their hlc-723g8 analyzer. Customer reported that they changed sample needle. Volume of buffers ok. A field service engineer (fse) was dispatched. The reported issue with their g8 instrument has the potential of a delay in reporting patient results for hba1c assays. There is no indication of any patient intervention or adverse health consequences due to the potential delay of reporting patient results.